Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, customer either changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issues. Additionally, it was reported that intermittently the cartridge would "fall out" of the pump. Reportedly, customer would either "click" the cartridge back on the pump, re-load the cartridge, or load a new cartridge to resolve the issue. Customer's blood glucose level was 148 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.